Event description:
While servicing the architect i2000 analyzer the field service representative found the r1 antenna board within the analyzer was burned which caused a short circuit. No fire or smoke had been observed. No injury occurred.

Manufacturer narrative:
(B)(4). A field service engineer (fse) examined the instrument and found the source of the short circuit was a severly burnt r1 antenna board. The capacitor connected to the -12v direct current line was burnt on the r1 antenna board which would ground the voltage from the -12v power supply. The fse replaced the r1 antenna board and performed r1 pipettor calibrations and liquid level sense tests which passed. There was no indication of any burning, because there was no smell or smoke was observed from the analyzer while it was running. Complaint trending was performed and no adverse trends were identified. The safety analysis memo was reviewed and it indicated that the architect analyzer is certified to the appropriate (B)(4) and international safety standards. The objective of the safety standards for laboratory equipment is to ensure there is no spread of fire outside the equipment in normal conditions or in single fault condition. The abbott architect system operation's manual was reviewed and was found to provide adequate instructions involving electrical hazards and provides an emergency shutdown procedure. The investigation did not identify a product deficiency. This is the final report.

Manufacturer narrative:
(B)(4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.